Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2. E1 : patient city : (B)(6). Patient country : united states.

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR being submitted for unknown number of quantities. It was reported that the patient experienced kinked cannula on (B)(6) 2024 resulting in high blood glucose (above 400 mg/dl). The issue was observed within first day of use. The site of insertion was abdomen and buttocks. Patient replaced infusion set in order to address high blood glucose. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.